Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was intermittently experienced during the fill process. The cartridge was successfully loaded onto the pump. Blood glucose was 100 mg/dl.